Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and the helix was disengaged from helical channel. The defibrillation conductor was distorted. There was blood in/on the helix mechanism and sleevehead. There was blood in the distal conductor near the tip electrode. The tip seal was observed to be out of position.

Event description:
It was reported that during implant the screw on the lead was unable to extend and retract. The lead was returned to the manufacturer and a new lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.